Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the implantable pulse generator, when interrogated, had a battery condition that read "not reliable" on the programmer. The battery status actually was "good" and had longevity of four years. The device remains in use. No patient complications have been reported as a result of this event.